Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an unspecified procedure with a 6f sheath. Reportedly, the plunger was depressed and felt like it did not deploy correctly. The suture came out successfully. The prostyle feet were closed and the device removed. The posterior foot was noted to be missing upon removal of the device. A white string was noticed to be protruding out of the access site. It could not be removed. As manual compression was used to achieve hemostasis, the patient's foot was observed to be mottled. An ultrasound noted no abnormality. A sheath was reintroduced into the vessel and a computed tomography scan of upper leg was performed. An occlusion of the left common femoral, external iliac and common iliac arteries was observed. The vessel was surgically re-accessed. A left axillary femoral bypass for revascularization was performed and the broken piece with white thread were removed. There was a reported clinically significant delay in the procedure with prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam could not be replicated in the test environment based on the returned device condition. The reported foot separation was confirmed. The reported suture separation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of occlusion and hematoma are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the vessel closure devices. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to foot separation may include, but are not limited to, the device not gently pulled back to position the foot against the wall, use of excessive force leading to a foot break, a needle defection during plunger deployment. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The reported suture separation was not confirmed. However the separated foot portion was returned with the link attached which is consistent with the reported white string noticed to be protruding out of the access site. The subsequent treatment appears to be related to procedure circumstance. The reported patient effects of occlusion and hematoma are known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1506/texture removed and 2983/plunger added.